Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was unable to verify failed batt test alarm due to button error alarm. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked reservoir tube lip, scratched lcd window, scratched case and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 333 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.